Manufacturer narrative:
(B)(4). G2 - report source - foreign - china. Complaint sample was evaluated, and the reported event was confirmed. An investigation was conducted on the returned screws. The screws all show signs of attempted use including marking and scratching on the screw surface. Further inspection shows that all five screws in the five pack have fractured. The complaint is confirmed. The screws were sent out for fracture analysis. The screws' fracture surfaces show sheared ductile dimples, indicating rotation crack propagation, suggesting torsional overload failure mode. Semi-quantitive eds elemental analysis found the material to be consistent with ti-6al-4v titanium alloy with carbon and oxygen contamination. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, five screws fractured intraoperatively. The procedure was completed using alternate screws. No fragments were retained, and there was no reported patient harm or contributing conditions. Attempts have been made, and no further information has been provided.